Event description:
IV tubing noted to be wet above the connector point. IV tubing removed. No lipids leaked onto floor. Upon exam of tubing, a small pinpoint hole was noted. During the examination, the nurse noted that the tubing snapped in two pieces.